Manufacturer narrative:
Film evaluation summary: the reported "difficulty to position" and "coating issue" could not be confirmed based on the limited films provided; therefore, the cause of the event could not be determined. Lack of pre-implant cts did not allow for assessment of the pre-implant anatomy. Procedural angiogram videos showing attempts to advance the device were not available for review. It is possible that the observed left common iliac stenosis may have been a contributory factor, but this could not be confirmed device evaluation summary: a series of four (4) images were received. Images of the device handle label and the shelf carton label confirmed the device identity. Images captured the device in a pouch with the stent graft partially deployed and two (2) severe links on the graft cover. The reported positioning difficulties were confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an endovascular isolation procedure for an 50.2mm abdominal aortic aneurysm, a medtronic stent enlw1616c120ee was used. Pre-operatively the patient was noted to have a left common iliac ulcer, local dissection, and a stenosis with a diameter of 5.1 millimeters. During the procedure, there was increased upward resistance when introducing the stent, and it could not be positioned as intended. The surgeon suspected a possible failure of the hydrophilic coating. Consequently, the original stent was replaced with another stent of the same model to complete the surgery. The patient was reported to be in good general condition post-operation and returned safely to the ward.

Manufacturer narrative:
B5; additional information received : it was confirmed there was no damage to the device or packaging. The blood vessels had thrombus and calcifications and the diameter was over 5mm. It was noted the hydrophilic coating was activated per IFU. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.